Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere and 320-15-05, (B)(4) - eq rev locking screw.

Event description:
As reported, approximately 4 years post op the initial left tsa, this (B)(6) female patient was revised due to dislocation. The patient was dislocating, surgeon upsized components from 38mm to 42mm. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.